Event description:
The customer is reporting an additional two occurrences in which the burretral is unable to drain into the drainage bag. In both occurrences, system revisions were performed. No patient injury was reported. The devices involved in both incidents are available for return and evaluation. This medical device report is linked with medical device report #2648988-2007-00073.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.